Event description:
The customer reported that a ventilator experienced a check vent alarm failed during therapy. The reported issue was discovered during patient therapy. The customer reported that the ventilator was swapped on the patient with a back unit there was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported that the power switch overlay was replaced. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported.